Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the device tore. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588rt-2j was received for investigation. Only the titanium button, a fragment of the white loop suture, and a fragment of the blue suture were returned. Visual evaluation of the device noted that the sutures had been torn. Further visual evaluation noted damage to the titanium button, with multiple scratches on the button. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning. Per dfu-0147-eo revision 2 precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The most likely cause for the observed damage to the titanium button can be attributed to misuse/mishandling.